Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience xpedition stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the subject presented emergently from a different hospital and underwent a procedure of the totally occluded, tortuous and calcified right coronary artery (rca). It was noted that the vessel was successfully stented in two places proximally followed by intravascular ultrasound (ivus). The 3.5 x 15 mm xience xpedition stent delivery system (sds) was advanced with resistance and was to be placed in the distal rca but could not cross the proximal and mid stents. The sds was removed from the anatomy without any tension or issue. Outside the anatomy it was noted that the stent implant had dislodged and remained in the rca. Several unsuccessful attempts to retrieve the stent implant were made using a guide wire and snare and a guideliner but these devices could not cross the proximal and mid stents. Eventually using a guideliner and a second sds the dislodged stent was crushed to the vessel wall without adverse patient sequela. Additionally, the subject received defibrillation and was on vent support on arrival at the site. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.